Event description:
It is reported that the x-rays show radiolucency around the femoral stem, however, patient is asymptomatic.

Manufacturer narrative:
Separate office visit information from (B)(6) 2013, show that the lucencies had not progressed in size during that time period. Primary operative notes were provided which were unremarkable, however, they were not specifically detailed. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Specific rehabilitation protocol and adherence thereto is unknown. X-rays have been reviewed. Comparing the 6 week x-rays to the 12 month x-rays, it is apparent that a minimal radiolucent line has appeared, most apparently in zone 1. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.